Manufacturer narrative:
Batch review performed on 09 march 2026. Reverse shoulder system 04.01.0207 lat. Glenosphere 36xd 24.5 lot. 2402696 (k193175) lot 2402696: 40 items manufactured and released on 17-may-2024. Expiration date: 2029-04-29. No anomalies found related to the problem. To date, 39 items of the same lot have been sold with one similar reported event during the period of review. Reverse shoulder system 04.01.0121 humeral reverse hc liner d 36/+6mm (k170452) lot 2315000: 45 items manufactured and released on 11-sep-2023. Expiration date: 2028-08-27. No anomalies found related to the problem. To date, 38 items of the same lot have been sold with one similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had primary anatomic total left shoulder surgery on (B)(6) 2025. On (B)(6) 2025, the patient came in reporting pain after falling and sustaining an acute subscapular failure/dislocation. The surgeon converted the patient from anatomic to reverse. The surgery was completed successfully. Presently, on (B)(6) 2026, the patient came in presenting ongoing instability and the cause is unknown. The surgeon revised the glenosphere from a 36/lat to a 39/lat, and revised the diaphysis, metaphysis and liner to a competitor diaphysis, metaphysis and liner. The surgery was completed successfully.